Event description:
Add'l info rec'd from MFR 2/16/04: testing could not be conducted as the product was not returned for eval. See initial medwatch. It was reported the generator used with the device was tested at the facility and found to function normally. Eval of the incident by hospital, etc. See initial medwatch. No further info is forthcoming. One design change to the device related to the potential occurrence of a flame during use was made. In 2000 (lot 42787), a ptfe sleeve was added in between the electrode and the polyolefin shrink sleeve. This was in response to a discovery that under certain high oxygen conditions, a sustained flame could be experienced on the polyolefin shrink sleeve. The sterilization method was changed to eto at the time of this change. The lot used in this incident was manufactured well after this change occurred. Life expectancy: this device is a single use device and therefore does not have an anticipated life expectancy or failure rate.

Event description:
Insulated tip ignited while doing a procedure for tonsils causing severe burns.